Event description:
It was reported that the device did not infuse a chemotherapy infusion. Chemotherapy was set and programmed to infuse, clinician noted dripping into the chamber. When clinician entered the room 15 minutes prior to end of infusion it was noted the bag was still full, however the pump stated that only 38.5mls were left to infuse. The infusion was then transferred to another module, again drips noted in chamber and infusion appeared to be running without difficulty. After sixty (60) minutes the pump alerted infusion complete however clinician again noted the bag was only half emptied. At this time, the entire pump was changed out and the chemo finished infusing without any issues. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : annex a ¿ a25. Annex g ¿ g07001. Annex b ¿ b01. Annex c ¿ c19. Annex d ¿ d14. Through additional follow-ups with the complainant, bd was made aware that serial number (B)(6) (reported in MFR report # 2016493-2023-172007) was inadvertently reported as a suspect by the customer to bd. The customer confirmed that the suspect device was only serial number (B)(6), which was already reported under its own MDR MFR report # 2016493-2023-172049. Additionally, bd investigation of the returned samples (instruments and administration set) revealed that the reported issue of "device did not infuse a chemotherapy infusion" was attributed to an occlusion in the incident administration set model 11532269 (lot unknown). There was no malfunction on the infusion pump. Bd complaint record pr (B)(4) captures the issue on the administration set and a separate MDR shall be submitted.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the device did not infuse a chemotherapy infusion. Chemotherapy was set and and programmed to infuse, clinician noted dripping into the chamber. When clinician entered the room 15 minutes prior to end of infusion it was noted the bag was still full, however the pump stated that only 38.5mls were left to infuse. The infusion was then transferred to another module, again drips noted in chamber and infusion appeared to be running without difficulty. After sixty (60) minutes the pump alerted infusion complete however clinician again noted the bag was only half emptied. At this time, the entire pump was changed out and the chemo finished infusing without any issues. There was patient involvement but no harm.